Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that no anomalies were found with the battery voltage measurements. The last two weekly measurements on (B)(6) 2010 and (B)(6) 2010 had recorded battery voltages between 2.93 and 2.95 v. The telemetered battery voltage on 07jul2010 reads 2.82 v while the daily measurement on the same day recorded 2.93 v, which is within the allowable variance of 150 mv.

Event description:
It was reported that the device battery voltage measured lower than the last two weekly measurements. The device is still in use. No patient complications have been reported as a result of this event.